Manufacturer narrative:
The unit was sent to the ge healthcare repair center for testing. The power control board will be replaced. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. The anesthesia machine was replaced. There was no reported patient injury.